Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (B)(6) operating room team stated that the nasogastric tube looked like the tubing was used/washed with dirty water and it was disgusting. They have asked the team to hold onto the impacted product. At that time, they were not aware of any patient impact.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), nasogastric tube. Visual inspection of the sample noted a white substance on the tube. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cortland ny or team stated that the nasogastric tube looked like the tubing was used/washed with dirty water and it was disgusting. They have asked the team to hold onto the impacted product. At that time, they were not aware of any patient impact. Per customer email response received on (B)(6) 2025. It was reported that the defect sample has already been sent to bd. Defective product was not used on the patient. It was caught before surgery. No patient impact was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), nasogastric tube. Visual inspection of the sample noted a white substance on the tube. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cortland ny or team stated that the nasogastric tube looked like the tubing was used/washed with dirty water and it was disgusting. They have asked the team to hold onto the impacted product. At that time, they were not aware of any patient impact. Per customer email response received on 03oct2025. It was reported that the defect sample has already been sent to bd. Defective product was not used on the patient. It was caught before surgery. No patient impact was reported.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), nasogastric tube. Visual inspection of the sample noted a white substance on the tube. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cortland ny or team stated that the nasogastric tube looked like the tubing was used/washed with dirty water and it was disgusting. They have asked the team to hold onto the impacted product. At that time, they were not aware of any patient impact. Per customer email response received on 03oct2025. It was reported that the defect sample has already been sent to bd. Defective product was not used on the patient. It was caught before surgery. No patient impact was reported.